Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: a review of the black box showed multiple consecutive rewind steps during a suspend. No activity outside of normal use was observed. The rewind steps were performed correctly after the power up. A cartridge was correctly inserted and the pump correctly displayed the correct amount of units of insulin. The ez-prime steps were performed correctly. No debris was found in the cartridge compartment and the product performed within specifications. The rewind issue was unable to be duplicated.